Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as nausea and feeling hot and treated with manual injection. Customer's blood glucose value was 439 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. It was reported that customer also had a virus. Troubleshooting was performed. The drive support cap appeared normal. It was found that there was an air bubble in the reservoir. Insulin pump passed self-test. Customer declined further troubleshooting.